Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified. The information will be used for tracking and trending purposes.